Event description:
Related MFR report: 1627487-2020-02691. It was reported the patient had the entire scs system removed. Reportedly, the patient's scs system was reprogrammed, but it did not help relieve the patient's pain.